Event description:
Had essure device implanted in (B)(6) 2012. Everything went well. No problems inserting, hardly any pain, etc. A few weeks later started to feel kind of dizzy here and there. A little over a month after having them, I drove my (B)(6) to school. Came back home, just happened to lay my (B)(6) down in his bed; thankfully! Walked in my room into the bathroom to take a shower and next thing I knew I was waking up almost seizure-like on my bathroom floor. I've never had any medical problems my entire life! Hardly ever even a cold. Went to the hospital all bloodwork, etc. Came back normal. Was sent home with no answers. About a month later, had another episode at the grocery store. Passed out cold at the grocery store with my (B)(6) in the cart. Woke up to people standing around me. Back to the hospital and again all tests normal. Sent home again clueless, but thankful my child was ok and didn't fall from the cart or get kidnapped! Dizziness continued to get worse and worse. It got to the point to where I couldn't even leave my home alone. I can't drive a car. I can't work. I can't go to any of my kids' events at school. Basically ruined my entire life. I had the essure removed at (B)(6). Was so happy they were finally gone! But come to realize my dizziness was not gone. I've had everything tested - hormones, thyroid etc. Now I'm about to go back for another surgery to get a complete hysterectomy at (B)(6) thanks to myself not researching enough to the poison I was putting in my body by getting the essure. I don't know how this product ever got any kind of approval. My devices were in the exact place they should have been. They were not puncturing my tubes or anything yet the product causes scar tissue to grow and has caused it to spread through my body and grow in random places. This needs to be taken off the market permanently! It's not right to market and approve a product that is legally killing people slowly! I'm hoping for a lawsuit to get my (B)(6) in medical bills and the years of my life that I've lost and not being able to be there for my kids, nor know if I will ever be the same again. It's really sad and I can't believe we live in such a world as to where people allow this to happen! Essure removal (B)(6) 2012, currently awaiting date for complete hysterectomy because my uterus and cervix are covered in scar tissue and not functioning properly. Diagnosis or reason for use: birth control.